Manufacturer narrative:
(B)(4). Inspection shows evidence of cracked splines and corrosion across multiple splines. The deployment shaft appears to have a slight bend and peeling damage. The electrical test was performed and the device failed the test. Magnetic sensor resistance test concluded that both pairs are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion was unable to be determined. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2018. It was reported that during and ablation procedure with a intellamap orion catheter there were 3 to 4 electrodes with very high noise and were un-useable. About an hour into the procedure, they were getting more noisy electrodes, and ended with 14 noisy and un-useable electrodes. The case was completed with another intellamap. No injury to the patient. Patient was discharged. However; returned device analysis revealed corrosion on the splines and peeling of the deployment shaft.